Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter: reporter is a j&j sales representative. Health effect clinical code e2402 used to capture code injury. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the titanium locking screw backed out from the nail. The patient outcome is unknown. No further information provided. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 70mm f/im nail-ster this is report 1 of 1 for complaint pc-(B)(4).